Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer stated that he has been experiencing high blood glucose levels and low blood glucose levels. The customer's blood glucose was 184 mg/dl. The customer stated that the received a no delivery alarm and low reservoir warning four times. The customer was unable to troubleshoot because the alarm occurred in the past. Advised to call back when the alarm occurs in order to troubleshoot. The customer stated that the insulin pump was working correctly. Customer declined troubleshooting for his blood glucose levels. Nothing further reported.